Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 402452 lead; 452445 lead, implanted (B)(6) 1992; 5076-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation from their right ventricular (rv) lead. The lead was initially reprogrammed and then subsequently capped due to a downgrade to a single chamber device. No patient complications have been reported as a result of this event.